Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced infective endocarditis and the device and two boston scientific leads were explanted. A competitor's epicardial lead remains in the patient. The explanted device and right ventricular (rv) lead will be returned; it was reported that the right atrial (ra) lead was retained by the hospital's pathology department for testing. No new system was implanted at this time but will be in the future once the infection is resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.